Event description:
Patient underwent left total hip arthroplasty and during trialing with the high offset femoral component, it was noted on full abduction extension, and internal rotation the trial dislocated anteriorly to the pelvis in the retroperitoneal space. General surgery was consulted, but multiple attempts to retrieve, it were unsuccessful, treatment options were discussed among the surgeons and it was elected to leave it in. The following days, the pt began to complain of numbness and pian in her lower extremities and a CT scan was done to confirm the location. The surgeon believes the symptoms are probably a result of the exploration that was done during the initial surgery to locate the spacer.